Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. An external visual inspection was performed with no physical damage noted. An (as-received) simulated treatment was performed and completed without failures. The cycler weighed fill volume values were within tolerance for a liberty cycler. The cycler underwent and passed system air leak, valve actuation testing and load cell verification. There were no discrepancies encountered in the internal inspection of the cycler. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
This is a report of a patient who experienced an increased intraperitoneal volume (iipv) event coincident with peritoneal dialysis (pd) therapy. The event was discovered while reviewing the patient¿s treatment records following a report of a patient draining 4392 ml. The patient did not enter a daytime exchange and did not perform manual exchanges prior to using the cycler. The patient discontinued treatment in drain 1 of 3 due to the large drain. A review of the patient¿s treatment records identified that the patient drained 4455 ml during the treatment. This drain volume is 223% of the patient's maximum fill volume of 2002 ml. As a result of the iipv event, the technical support representative advised the patient to discontinue use of the cycler and to notify their peritoneal dialysis registered nurse (pdrn) of the event. Upon follow up with the pdrn, it was confirmed that the patient did not experience any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The pdrn stated that the patient did not complete the peritoneal dialysis treatment. The patient has received a new cycler which is working well and continuing with pd therapy without issue. The cycler was scheduled to be returned to the manufacturer for physical evaluation.